Event description:
The user facility reported that the side-tube detached from the main housing of the introducer sheath while dye was being injected during a dialysis graft declot procedure. The nurse immediately occluded the housing to stop any blood/fluid loss. Reportedly, the introducer sheath was exchanged, the procedure was completed successfully and the patient condition is "okay."

Manufacturer narrative:
Although there were reportedly no impact to the patient, the event description indicates that some blood/fluid loss did occur. Results are based on evaluation of user facility information and the returned sample; is based on quality record and reserve sample evaluation. Conclusions is based on user facility information and the returned sample evaluation; is based on quality record and reserve sample evaluation. The involved device was returned and evaluated. Visual examination confirmed that the side-tube was separated from the introducer sheath housing, although there was evidence of proper bonding to the housing. Retention samples from the reported lot, the previous lot and the subsequent lot were evaluated. Inspection and testing of these samples confirmed that there were no defects or anomalies and product performance specifications for joint strength were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that there was 1 other report for this lot from the same user facility (both were reported during the same communication). While the cause of the reported event cannot be definitively determined based on the available information, the event description and returned sample appearance are consistent with over-pressurization of the tubing during injection of the contrast media. The device labeling does address the potential for such an event under certain circumstances in the warnings/precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow-up.